Manufacturer narrative:
An event regarding disassociation involving a trident constrained insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as devices were not returned for evaluation medical records received and evaluation: a review of the medical records provided for the related events concluded: in this narcotic dependent, chronic pain patient there is no evidence that his recurrent dislocating right total hip arthroplasty or any problems with his right total knee arthroplasty were related to factors of faulty component design, manufacturing, or materials. Further review of the subsequent events by a clinical consultant concluded: no examination of the explanted components and no additional operative reports are available. X-rays or documented follow-up are also not available. No additional conclusions can be made to those of my earlier report. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no other reported events for the lot. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "revision of a right hip due to dislocation. The surgeon noted the constrained liner disassociated and came apart."

Event description:
It was reported, "revision of a right hip due to dislocation. The surgeon noted the constrained liner disassociated and came apart."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient retained the device.